Event description:
The consumer states, she was getting out of the chair to let her dog out. When she came back, she allegedly tripped over the footplate and hit the toggle switch, causing the chair to go in reverse, resulting in the consumer falling. User reportedly went to the emergency room and was given a shot and pain medication.

Manufacturer narrative:
User reports she got out of her chair to let her dog out. As she returned and approached her chair, she tripped over the footplate and inadvertently engaged the joystick. This caused the chair to move and the user fell. Current user guide states " do not leave the power button in the on position when entering or exiting your wheelchair". MDR filed based on injury. No malfunction apparent.